Event description:
The or has one MFR's instrument sets. Only this MFR's screws and plates are to be used with these sets. The main concern with mixing plates and screws from different mfrs is galvanic reaction. This reaction can occur when two metals of differing alloys come into contact with one another in the environment of the human body, or any electrically charged environment. This reaction will occur no matter how slight the differences in alloy content. It causes corrosion of the contracting metals, weakening their overall strength over time. This could lead to failure of the plates and screws used in the repair; hereby, causing further unnecessary surgery, pain, and suffering by the pt. This reaction has been researched and documented in the medical journals.